Event description:
The patient experienced a change in therapeutic effect. It was determined that the catheter tip moved from the epidermal space into the subcutaneous tissue. The pump was then filled with saline. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).